Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit will power on, but will not show anything on the screen. The user removed the battery and reinserted it and the unit would come on and the screen seemed to be working. However, the unit would then not power off unless the battery was removed. The user indicated it sounded like the board inside was loose. The device was in use on a patient at the time of the event, however no patient or user health consequences or impact occurred.